Event description:
Ous MDR - after an implantation time of about 23 months, premature battery depletion was reported to us. No deterioration in the patient's state of health was reported. The ICD was explanted.

Manufacturer narrative:
Ous MDR - device status of eos was confirmed. The ICD has been implanted for a period of 23 months, and 15 charge processes had been documented. The analysis showed that the eos status was triggered during a charge process on (B) (6) 2009. The study of the iegms also showed that this charge process resulted from a detection of external interference. In addition, the iegms show that right before this event, a charge process caused by the same interference had been aborted by magnet placement. It is therefore probable that a magnet was used during the bypass operation to deactivate the therapy function of the ICD. Due to the position of the magnet, a charge process commenced nevertheless, which, because of the magnet influence, led to a magnetic saturation of the hv transformer and thus to a temporary voltage drop below the eos threshold. The check of the follow-up archive showed that no follow-up was performed immediately after the surgical intervention. As a consequence, the eos state of the device probably remained unnoticed until (B) (6) 2009. The eos state was removed with a technical programmer, and afterwards the device showed the state mol1. The battery voltage of 3.11 v indicates a charged battery. The ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and met the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level as reached. The charge time, in particular, proved to be normal. The analysis of the ICD did not indicate any material defect or manufacturing error. In summary, the therapy function of the ICD was only temporarily deactivated by the magnet. This led to charge processes at magnet placement during the bypass operation and thus to a saturation of the hv transformer, causing a temporary voltage drop below the eos threshold.